Event description:
It was reported the system displayed a communication error and locked up during a procedure. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.